Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04603. It was reported the patient had lost about 50 pounds and the ipg pocket had become loose. The patient was also experiencing a prickling sensation to the left and below the lead incision. The patient reported the discomfort disappeared when the stimulation was turned off, but she reported if she pushed on the area she could feel the lead. The sjm representative met with the patient for reprogramming, and the prickling improved, but was unresolved. It was reported the patient was to set an appointment with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.